Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The caller saw por before calling technical services (ts). The caller did not have specific verbiage, only that it was por. They noted that the patient's ins was down to 10% and they charged it to 50%. The caller states they then charged the ins up to 80% and at that point they were able to connect to the ins--the caller states they weren't able to connect when ins was at 50%. Ts was unclear why they were unable to connect to ins at 50% but it sounds like per the caller that it was because the por message had come up. Ts advised the caller to connect to ins using the handset. While ts was on the phone the por message was no longer there. The ins was off. Ts reviewed off status as it relates to por as well as how a depleted ins would be turned off. The caller was able to connect to ins at end of the call and the issue was resolved. Ts reviewed where to find MRI mode. There were no patient complications reported as a result of this event.